Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that a syringe size sensor error occurred. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or removed upon receipt, and the plunger seal gasket is damaged. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the size potentiometer was found to have contamination. Root cause of the reported issue is attributed to customer damage. Replaced the size potentiometer. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)2022 via email and attached to complaint object: no incorrect volume. The ribbon cable to the syringe size sensor is damaged so it will constantly fluctuate and lead to errors. It cannot maintain an accurate reading of the syringe diameter; date of the event: (B)(6)/2022; the reported event did not occur during patient use; the event did not result in patient harm; the medical intervention was not required. Additional information received on (B)(6)2022 via email and attached to complaint object: the error would have occurred while setting up the pump for a patient where the sensor would not recognize the syringe and as a result, further set up would not be permit. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500